Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2016 with the following findings: the battery compartment was cracked on the side from the threads to the cover. Corrosion was found inside the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump cover was removed to find no further evidence of moisture damage. Unrelated to the issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and moisture was found in the battery compartment. This report is made based on results of investigation completed on 10/28/2016.